Event description:
It was reported that the caller indicated that the programmer had a black screen on boot up and then an error was displayed when trying to interrogate a device. The programmer was rebooted "several times" and the same issue occurred. Technical services (ts) suggested to call the sales representative (sr) and have the service disk run on the programmer. The status of the programmer is unknown. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.